Manufacturer narrative:
Device evaluated by MFR: the distal section of a dissected stent delivery system was received at the cis for analysis. The proximal section of the dissected device including the manifold was not received for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the profile. The hypotube was dissected 14.25cm proximal to the tip of the device. A visual and tactile examination found no kinks or damage along the section of the hypotube which was returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the stent could not cross the target lesion and upon withdrawal, the proximal end of the stent and a guide wire were twisted. The physician cut off the body of the stent and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred.a 3.00x24mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the stent could not cross the target lesion and upon withdrawal, the proximal end of the stent and a guide wire were twisted. The physician cut off the body of the stent and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.(B)(4).